Event description:
Pt had cardioversion 11/19/96. On monday 11/25/96 pt came back to the hosp and showed staff burns which appeared circular both front and back. Pt was defibrillated up to 360j three different times.